Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during bench analysis it was discovered that the tactical switch was damaged. As the emergent issue was discovered during analysis, there was no patient involvement. Therefore no patient or user health consequences or impact occurred.